Manufacturer narrative:
H3: device received in a condition which made analysis impossible. Unable to test because an empty test strip vial was returned.

Event description:
It was reported the patient received the following results within 15 minutes: 564 mg/dl, 408 mg/dl, 248 mg/dl.